Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and confirmed, stating to have this patient seen in clinic for programming changes and to adjust atrial sensitivity. This device currently remains in service. No adverse patient effects were reported.